Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, when the device was being removed with forceps, the header separated from the device. The device was replaced. The patient was in stable condition.